Manufacturer narrative:
(B)(4). The chair in question was removed from usage and evaluated by the qualified arjo representative. According to the results of inspection there were no faults found with the chair or the pool lift and there was no visible damage to the chair. It was also not possible to replicate the event based on the information collected from the involved caregivers. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the mk1 pool lift. It was reported that the patient was transferred into the chair from stand aid by caregivers in the change room. According to the information provided by the caregivers the chair arms were in the down position, when the patient toppled out of the chair using the arm rests as leverage and fell to the floor. When assistance was summoned by the caregivers, it was noted that the chair was upright in the corner of the room with both arm rests down. The patient was lying on the floor with the sling still around his torso. The sling was the one used in transfer prior to fall from chair and left under the patient. As the head injury was suspected the patient was checked over by the paramedics, but no injury was confirmed and no further actions were required.

Manufacturer narrative:
Arjo was notified about an event involving a detachable chair that is attached to arjo mk1 pool lift. It was reported that a patient fell out of the pool lift's chair. According to the information received from the customer staff, the resident was transferred into the chair from stand aid by caregivers, in the change room. Initial report indicated that when the patient sat in the chair, the chair arm gave away and the chair tipped over onto the patient. Upon gathering additional data, caregivers clarified that the chair arms were in the down position, when the patient toppled out of the chair and fell to the floor. They suggested that the patient was attempting to stand, on his own, using the seat structure and the arm rests as support and then fell with the seat on top of him. But when assistance was summoned by the caregivers, it was noted that the chair was upright in the opposite corner of the room with both arms in down position, the chair itself had no signs suggesting a fall from it. The chair was inspected by the customer staff and no fault with the arms was detected, either. The patient was lying on the floor with the sling still around his torso. The sling was the one used in transfer prior to fall from chair and left under the patient. As the head injury was suspected the patient was checked over by the paramedics. No injury was confirmed and no further actions were required. The chair in question was removed from usage and evaluated by the qualified arjo representative. According to the results of inspection there were no faults found with the chair or the pool lift and there was no visible damage to the chair. It was also not possible to replicate the event based on the information collected from the involved caregivers. According to provided information the chair tipped over during preparation to use of the mk1 pool lift. Based on the provided information the caregivers transferred the patient into the chair, which was going to be attached to the lift, but it wasn't attached at the moment of the incident. Therefore, the pool lift itself was not involved in the incident. As per the performed evaluation of chair no malfunction that could have contributed to the event was detected. Both lift and chair were tested as per lifting operations and lifting equipment regulations (loler) and were found to be in compliance with requirements. The involved chair is an accessory and a spare item supplied by third party (nibotechnics). It is detachable from the mk1 pool lift with removable sub chassis. Please note that mk1 pool lift operating and product care instructions (dx10380.gb issue 3 dated on october 2002) provides guidelines regarding safe and correct device usage and patient transfer: "always ensure the brakes are on during transfer onto and off the chair." "Ensure the arm rests are folded forward encircling the patient for safety in transit." "This product is intended to be operated entirely by an attendant. No functions regarding the control of this product should be performed by the patient. A second attendant may be required with certain patients." Based on the provided information it is unknown how the patient fell to the floor. There was no device fault that could lead to the event and the caregivers statement about an event is ambiguous. For this reason the root cause cannot be ascertained. In summary, it was reported that the chair for mk1 pool lift allegedly was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency found. This complaint was decided to be reported to the regulatory authorities due to patient fall.